Event description:
The physician achieved arteriotomy closure with the closer s 6 fr. Device following a diagnostic procedure in 2002. The procedure was done as an outpt and the pt was discharged home the same day as expected. It was reported that at an unk date, the pt was readmitted to another facility with complaints of back and leg pain. The pt's condition at the time of the readmission is unk. It is unk if the pt received medical intervention or what type of medical intervention the pt received. The pt was reported to expire 10 days after the procedure. Additional event and pt info was requested, but the facility was not able to release further info.